Manufacturer narrative:
An analysis of the data logs from the subject event has been performed. This analysis concluded that the data analysis did not permit to confirm a loss of trajectory after an unexpected reboot. Due to the lack of evidence and information provided, the event cannot be confirmed. Based on the investigation performed, the event cannot be confirmed and therefore no root cause can be established. Corrected data: - b3 date of event; - b4 date of this report; - g4 date received by manufacturer; - h2 if follow-up, what type; - h3 device evaluated by manufacturer; - h6 event problem and evaluation codes; - h10 additional narratives/data.

Event description:
The company field service engineer was informed by e-mail, that the robot shut down during surgery and that one trajectory was lost after the restart.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
The company field service engineer was informed by e-mail, that the robot shut down during surgery and that one trajectory was lost after the restart.